Event description:
It was reported that the healthcare provider (hcp) programmed in the wrong concentration, and did a bridge bolus with the incorrect concentration programmed. The hcp programmed in 1000ug/ml as the new concentration instead of 1500ug/ml, which was the correct concentration. Bridge bolus was programmed using the 500ug/ml to 1000ug/ml change, then bolus was cancelled. The hcp intended to reprogram to the correct concentration. It was later reported that there were no symptoms reported related to the event, there was no adverse event and the patient was receiving effective therapy. The medication in the pump was baclofen, with a concentration of 500mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, lot # /serial # unknown, product type programmer, physician.